Event description:
The rps350 patient lift was being transported from one floor to another via an elevator. The incident occurred in the elevator when the person moving the rps350 lift was crushed by the lift and died as a result of the incident. There was no patient involvement, the rps350 lift was being moved and was not in use at the time.

Manufacturer narrative:
Invacare was made aware of an event that occurred in the UK with a 12-year-old reliant rps350-1 stand-up lift. This medwatch is being filed in an abundance of caution due to the rps350-1 lift being sold in the us and would likely have the same outcome if this event were to occur. An investigation meeting was conducted. The facility, and the following was noted. The care staff was transporting the rps350 lift from one floor to another via an elevator called a phoenix lift installed in 2010. It is a platform lift with exposed brick and plastic back panel and measures 1200 mm in length. The care staff pushed the rps350 forward into the elevator lift and stood behind; there would have left less than 200mm behind the rps350 to stand. The care staff would have had to lean over the rps350 mast to press the button to operate the elevator lift. Between the ground and second floor, the front leg of the rps350 became lodged on the wall and forced the mast of the rps350 into the chest of the care staff crushing her. On inspection of the rps350 with the hse (health and safety executive - UK), the lift had damage consistent with the event description. The hse declared that the rps350 was not the cause of the incident, and the rps350 should not have been transported in the elevator lift. The subject lift was manufactured at invacare suzhou, which is no longer in business. The current manufacturer of the lift is invamex, so their registration number is being used for this MDR filing.